Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, their right ventricular lead exhibited lead noise and their right atrial lead exhibited lead noise resulting in inappropriate mode switches. The right ventricular lead was reprogrammed; however, programming changes were not made for the atrial lead. The patient would be monitored.